Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, atrial lead noise was observed. The noise was reproduced during isometric testing. All electrical measurements were within normal limits so no further action was taken. The patient was in stable condition with no adverse consequences.